Event description:
Information was received that a smiths medical level 1 trauma fast flow system had a disposable alarm. No adverse effects reported.

Manufacturer narrative:
Evaluation results: one fluid warming level 1 trauma fast flow system (h-1200) was returned for investigation. The no disposable alarm was not observed after the device was powered on. The customer reported product problem was therefore not confirmed. The investigator did note the following issues however. Both heater 1 and 2 failed at the heater demand test. The h-2 pressure cuffs gauge needle exhibited a mechanical failure (sticking). The return tube was also cracked at the top fitting of block 4. The heaters, h-2 pressure cuff gauge, and return tube were all replaced as a result. The device passed all functional tests after this repair.